Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Consumer states that the chair makes a growling noise on the bottom right side when he pulled up to his mailbox, consumer states when he stopped the pins that stop the motors make a loud pop. Consumer states the chair wouldn't go and the service light flashes, he believes 7 times. Consumer states the chair stopped at his mailbox and he didn't bring his cell phone so he had to crawl a quarter of a mile on gravel to get him home. Consumer states that he has 9 holes from the limestone going in his stumps on and below the knees and scratches on his hands from crawling. Consumer states that he did not get any medical attention. Update from 11/09/2015: end user has received wound treatment on stumps. Update from 11/12/2015: the dealer also stated that when he went to go look at the chair he found it on the back deck with a grill cover over it and the battery cover off laying in the seat, , the controller cover thumb knob loose and the mounting bolts for the controller mounting bracket bolts & nuts missing. Then used his programmer he found error code 0809, checked battery voltage ( 26.1 volts) checked both motor/ brake resistance ( motor 0.7/ brake 44.5-44.4). The dealer connected a new joystick with new cables and still got the same code so he believes it is a bad controller issue. He also stated the end users driveway is gravel going uphill to the road along with the yard both are rough terrain and leaf covered easy to slip and stumble on.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: consumer power wheelchairs. Controller/joystick/options, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the controller giving an e0809 power module fault and not driving. The m2 motor connectors read 11k ohms across them indicating a possible failure of the h-bridge circuit. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: consumer power wheelchairs. Controller/joystick/options, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the controller giving an e0809 power module fault and not driving. The m2 motor connectors read 11k ohms across them indicating a possible failure of the h-bridge circuit. Consumer states that the chair makes a growling noise on the bottom right side when he pulled up to his mailbox, consumer states when he stopped the pins that stop the motors make a loud pop. Consumer states the chair wouldn't go and the service light flashes, he believes 7 times. Consumer states the chair stopped at his mailbox and he didn't bring his cell phone so he had to crawl a quarter of a mile on gravel to get him home. Consumer states that he has 9 holes from the limestone going in his stumps on and below the knees and scratches on his hands from crawling. Consumer states that he did not get any medical attention. Update from 11/09/2015: end user has received wound treatment on stumps. Update from 11/12/2015: the dealer also stated that when he went to go look at the chair he found it on the back deck with a grill cover over it and the battery cover off laying in the seat, , the controller cover thumb knob loose and the mounting bolts for the controller mounting bracket bolts & nuts missing. Then used his programmer he found error code 0809, checked battery voltage ( 26.1 volts) checked both motor/ brake resistance ( motor 0.7/ brake 44.5-44.4). The dealer connected a new joystick with new cables and still got the same code so he believes it is a bad controller issue. He also stated the end users driveway is gravel going uphill to the road along with the yard both are rough terrain and leaf covered easy to slip and stumble on.